Manufacturer narrative:
The soft cannula was observed to be kinked. Insulin was able to pass through the fluid path. It is unknown when or how the kink occurred. No other components were observed to be damaged. No timeouts or drive stalls were seen in the device data that would indicate a failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 278 mg/dl while wearing the pod between 4 and 24 hours on the back. For treatment, a manual injection was administered.